Event description:
An ophthalmic surgeon reported while doing a combined cataract/vitreoretinal procedure that there was a fine bubble from the probe when cutting at 7500 cuts per minute. No bubble was found when the probe was turned off. A new probe was replaced and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record review for the lot was conducted. No anomaly was found during the device history record review. The product was released based the manufacturer's acceptance criteria. A complaint history examination indicates no other probe complaints for this reported issue. The sample was visually inspected using 25x magnification and found to be conforming. Actuation testing were performed and deemed conforming. No bubbles were present in the port or aspiration line. The complaint evaluation cannot confirm the presence of fine bubbles. The root cause for this complaint is unknown because the returned sample was conforming to specification. (B)(4).